Manufacturer narrative:
The pump had intermittent down button response due to moisture damage keypad traces. No unexpected numbers were scrolling during testing. The pump was received with no moisture damage on electronic assembly during visual inspection. The pump had minor scratched lcd window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons are not working properly. The customer stated that the pump was exposed to rain and might have gotten wet. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.